Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider for a clinical study reported the patient had a urinary tract infection since (B)(6) 2016. Symptoms included severe leaking, urgency, frequency every 30 minutes, and burning sensation when urinating. Medications were administered on (B)(6) 2016 and the event resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
Manufacturing site ID is (B)(4) upon review of additional information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.